Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose reading of 54 mg/dl. Prior to the event, the customer's motions were very jerky, and he had cold sweats. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple button error alarms in the alarm history. The insulin pump was not exposed to high magnetic fields. It was stated that the customer's basal rates were changed last week by his health care professional. Advised the caller that the insulin pump would be replaced due to the button error alarms. Nothing further was reported.